Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure the wire was broken on the mega needle driver instrument. (Remaining lives 5). On (B)(6) 2024, isi followed up with the customer and obtained the following additional information about the complaint: the customer was suturing when the issue occurred. There was cables visibly protruding from the distal end of the instrument. No fragment fell into the patient's anatomy. The instrument was inspected prior to use with no damage noted.